Event description:
It was reported that a spark at the tip of the monopolar curved scissors instrument occurred, and a hole in the tip cover accessory was noticed. No add'l info was provided. No pt harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it relates to this event. #2955842-2007-00513.

Manufacturer narrative:
The tip cover accessory has not been returned for eval. A follow-up MDR will be submitted if the monopolar curved scissors instrument is returned and failure analysis has been completed. The monopolar curved scissors instrument used in conjunction with the tip cover accessory, was returned and evaluated. Per the customer reported complaint, engineering observed the instrument has a .060 inch by .120 inch black char mark on the proximal clevis. There are two small char spots roughly .060 inches above the large char mark. Engineering concluded this evidence suggests an arcing event occurred. Electrical continuity passed. No other damage was found.